Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2017, that on (B)(6) 2017, the patient reported that they changed out the transmitter early for an unknown reason. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed by the findings of a signal loss. A root cause could not be determined. Dexcom was made aware on 08/24/2017, that on (B)(6) 2017, the patient reported that they changed out the transmitter early for an unknown reason. No medical intervention was reported. Additional event or patient information is not available.